Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 6/30/2020. Device returned to manufacturer? Yes. Device evaluation: the dcb00v product was returned in its original package (the lens remains implanted). A video was also provided. Visual inspection using magnification was performed to the returned sample which the plunger and pushrod was observed in advanced position. No damage was observed to the cartridge. No assembly defect was observed to the device. However, a fiber similar to the one observed on video was observed on cartridge. The sample was sent to an independent laboratory for further analysis to address the complaint issue reported. The fourier transform infrared (ftir) spectroscopy analysis indicates that the foreign material is consistent with a mixture of a cellulosic material (e.g. Cotton, rayon, lint) and a salt based material similar to sodium hyaluronate. The investigation and the provided video were evaluated with the johnson and johnson vison (jjsv) subject matter expert (sme) to address the complaint issue reported. Tecnis simplicity units are composed of a bio-coated cartridge, a molded lens module, and a pre-assembled handpiece. Prior to being introduced into the device final assembly and inspection area, lens modules and handpieces are inspected for loose particles/debris that could be present in the transportation trays. There are multiple points within the final device assembly process that will enable operators to identify and discard a component with a similar foreign material, as required by our approved procedures. Based on the composition identification the foreign material is consistent with a cellulosic material that could be found in cotton, rayon, or lint; however, the tecnis simplicity assembly process is performed inside a regulated iso 6 clean room that requires full gowning before entering the room, and eliminates the exposure of any of these materials inside the manufacturing area, thus minimizing the risk of having this type of event as part of the final device manufacturing process. Although the unit received in the manufacturing site for inspection showed a similar foreign material to the one observed during the surgical intervention, it is important to note that the simplicity unit was open and outside of a controlled environment prior to inspection, therefore the possibility of external factors associated to handling and transportation cannot be discarded. Based on the evidence observed, it is not possible to correlate the foreign material observed is related to the manufacturing process. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If explanted, give date: lens remains implanted, therefore, not explanted. (B)(6). PMA/510(k): this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery on (B)(6) 2020, after the intraocular lens (iol) was implanted, fibrous-like materials were observed when ovd (ophthalmic viscosurgical device) was being removed. The procedure was completed with the iol remaining in the patient¿s eye. The postoperative evaluation was fine and no patient injury was reported. It is unknown which ovd was used; however, it was indicated that the doctor suspects the fibrous-like material is from the lens. No further information was provided.